Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced the ise drain line. The fse also cleaned and decontaminated the waste sump. The system is now operating acceptably.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak of unknown origin within the synchron cx9 alx clinical system. No operator exposure was noted.